Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump that was infusing fentanyl and baclofen for non-malignant pain. It was reported that the patient stated around (B)(6) 2024 their pump site got infected and had to be taken out. The patient stated the infection turned into mrsa in (B)(6) 2024 and they had to have a PICC and all kinds of stuff and they wanted to keep the pump out for some time so that the infection was not coming back. The patient had a new pump implanted (B)(6) 2025.